Event description:
Meter name: one touch profile, strip name: one touch strips, meter code: 7, strip code: 7, strip storage: properly, symptoms: nausea, vomiting once a week, also had high and low reations. A pt reported they were not able to use meter properly. Their meter allegedly was inaccurately erratic and missing segments. The result on their meter was 327 mg/dl, 162 mg/dl, 356 mg/dl, 272 mg/dl, 301 mg/dl. Customer is comparing to normal readings. Customer was seen at md office and the result on the md meter was unk. The md increased insulin. No further info has been reported.